Event description:
It was reported that during an infusion of heparin in the ccu a pump did not alarm for an occlusion when an occlusion was present. The customer stated that the device did not deliver any medication and did not alarm for the occlusion. There was no reported pt injury. The customer also stated they tested the device by programming an infusion to deliver 60ml at an unk rate and occluding the IV set. Reportedly, no fluid was delivered and the device did not alarm for the occlusion.

Manufacturer narrative:
(B)(4). The reported symptom of "did not alarm" could not be reproduced. Upstream occlusion test was performed per spectrum service manual with unit passing. Additionally, the unit passed downstream occlusion tests per the preventative maintenance procedure in the spectrum service manual. The unit passed additional upstream and downstream occlusion testing. Review of the history log shows both upstream and downstream occlusion alarms on the reported date of the event.